Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6) no product will be returned for evaluation; no longer available.

Event description:
It was reported the patient received the following results on (B)(6) 2019 within 10 minutes: 188 mg/dl, 187 mg/dl and 101mg/dl. It was also reported the patient received the following results on (B)(6) 2019 within 10 minutes: 212 mg/dl and 101 mg/dl. Three vials of test strips were used to obtain the comparison readings; two test strip vials were unidentifiable.